Manufacturer narrative:
On october 10, 2023, mentor received the following additional information. The reason for the breast surgery was the patient desired larger breast implants. However, upon consulting with a medical professional, she was noted to have a double bubble deformity of the right breast in addition to asymmetric nipple areola positioning. As a result, the patient underwent a bilateral periareolar lift in addition to the breast implant replacement procedure. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-13058 for the contralateral event. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast augmentation revision manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast surgery for bilateral removal and replacement with 800cc mentor memorygel breast implants on (B)(6) 2023 for an undisclosed reason. However, during the surgery, a ruptured right breast implant was discovered which caused a procedural delay. The delay did not result in any additional patient consequences.

Manufacturer narrative:
On september 05, 2023, mentor received the following additional information. The device initially reported, lot 5986556, was the concomitant product. Lot 7316612 is the ruptured implant that was removed from the right breast during the revision surgery on july 28, 2023. Additionally, this device was implanted on (B)(6) 2016, during a previous revision surgery. As per this information, the following has been updated. Size: 500cc. Catalog: 3505001bc. Lot: 7316612. Date of implantation: (B)(6) 2016. A manufacturing record evaluation (mre) was performed for lot 7316612, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 4, 2023, the mentor failure analysis lab received the device and evaluation was completed as follows: mentor conducted visual inspection of the returned device visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to be ruptured and received in three (3) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (5986556). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).